Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed in the us as poligrip.

Event description:
Blood lipids increased [lipids blood increased]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture adhesive. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and lipids blood increased. On an unknown date, the outcome of the accidental device ingestion and lipids blood increased were unknown. It was unknown if the reporter considered the accidental device ingestion and lipids blood increased to be related to polident denture adhesive cream. Additional information: the patient experienced product intake polident when he used polident denture adhesive cream. Then the consumer developed blood lipids increased (judged by himself, without consulting physician).the patient did not discontinue polident. Follow-up information received on 01 august 2016: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture adhesion. Concurrent medical conditions included hypertension (treated with unspecified medication.). On an unknown date, the patient started polident denture adhesive cream. On an unknown date, not applicable after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and lipids blood increased (serious criteria other: as per reporter). On an unknown date, the outcome of the accidental device ingestion and lipids blood increased were unknown. The reporter considered the lipids blood increased to be related to polident denture adhesive cream. . Additional information: the patient felt polident had good effect. The patient thought his blood lipids increased was caused by polident denture adhesive cream. He also thought polident denture adhesive cream would be absorbed by gastrointestinal at first, then excreted.